Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the black box shows several por events post ¿cs128-fe88¿ alarms. The returned battery cap threads are stripped, the battery compartment is cracked at threads on the side. The battery cap is unable to fit securely, reboots were duplicated. Test battery cap was used, no further power interruption or any eaw occurred during the investigation. ¿power¿ complaint is duplicated. The pump¿s cover was removed, no intermittent condition was found to the power flex/circuit.